Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and attached, and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery after insertion of the multi lock humeral nail, the nail could not be locked due to the drill not targeting the hole correctly for screw insertion. A decision was made to remove the nail. The insertion handle was still connected and the extraction instrument was used: the attempt was made to rotate the nail out. During this process the proximal part of the nail broke. The construct consisted of: drill bit, aiming arm, guide sleeve, and insertion handle. This report is on the humeral nail. This is 1 of 6 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the product development evaluation reported the proximal end of the nail, where it accommodates the insertion handle, shows severe damaged. The complaint condition is likely the result the insertion handle was not properly aligned with the nail. This can be determined by the damage of the nail. This is also evident with the interference of the drill bit with the locking holes of the implant intra-operatively. The rotation of the implant with respect to the aiming arm was not correct. The technique guide describes the assembly of the nail to the insertion handle as follows quote, orient the insertion handle laterally and match the geometry of the insertion handle to the nail. Pass the connecting screw through the insertion handle and into the nail. Secure the assembly with the combination wrench, end quote. The proper alignment has to be verified by the surgeon.